Event description:
It is reported that the epidural catheter was inserted at the l1-l2 level prior to uterine surgery. The catheter was introduced to 16cm without difficulty. The physician then removed the needle and tried to withdraw the catheter to about 10cm, but the catheter would not move. It was decided to leave the catheter in place until after surgery. After surgery the catheter still could not be removed, so a surgical procedure was performed to remove it. There were no pt complications.